Manufacturer narrative:
The device was not returned for analysis. A review of the lot history records identified, no manufacturing nonconformities issued to the reported lot, that would have contributed to the reported event. Additionally, a review of the complaint histories did not indicate, a lot specific product issue. Mitral regurgitation (mr) and dyspnea are listed in the instructions for use (IFU), as known possible complications associated with mitraclip procedures. All available information was investigated. And a cause for the reported single leaflet device attachment/slda could not be determined. Mr resulting in dyspnea appears to be due to the slda. The unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication, of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) it was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat functional mitral regurgitation (mr) with an mr grade of 4. Three clips (80119u141, 80119u138 or 80125u141) were implanted, reducing mr to 2-3. On (B)(6) 2021, the patient returned with dyspnea. Echocardiogram was performed, which found one of the clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It is unknown which clip had the slda. Mr increased to 4+. On (B)(6) 2021, a second mitraclip procedure was performed. One clip was implanted reducing mr to 3. No additional information was provided.